Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection of returned material revealed no discrepancies or discernible damage. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The reported complaint could not be replicated and was determined to be unconfirmed

Event description:
The patient reported that sparking was observed from the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.